Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04420. It was reported that the rotational speed was unstable. A 1.50mm rotalink¿ plus and a rotablator console were selected for use. During the procedure, rotational speed was set outside the patient's body at 200,000 rpm. When rotalink plus was used inside the patient's body, the speed increased to 280,000 rpm and could not be decrease to 200,000 rpm. The rotalink plus was then reset twice at 200,000 rpm outside the patient's body, but it was unable to adjust the settings and the speed still increased to 260,000 rpm and 270,000 rpm inside the patient's body. The procedure was completed with another of the same advancer. No patient complications were reported and the patient's status was stable.